Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. Access was obtain via the femoral artery. The target lesion was located in the severely tortuous and calcified, mid to distal left anterior descending artery (lad). A diagnostic was preformed using a bsc super short sheath and an unknown 4.5 cls guide catheter by a different physician. Then a new physician conducted the procedure using the same sheath and guide catheter, however he did not notice that both devices were kinked. The physician used a non-bsc guide wire and implanted a 3.5x28mm promus element plus stent in the distal lad. The physician implanted the 3.5x24mm promus element plus stent overlapping the 3.5x28mm promus element plus stent to the mid lad. The balloon catheter of the 3.5x24mm promus element plus stent was used to postdilate both of the stents. While withdrawing the balloon catheter resistance was felt, the catheter kinked and subsequently fractured. As the fracture was located outside of the body the distal portion could be easily removed. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. Access was obtain via the femoral artery. The target lesion was located in the severely tortuous and calcified, mid to distal left anterior descending artery (lad). A diagnostic was preformed using a bsc super short sheath and an unknown 4.5 cls guide catheter by a different physician. Then a new physician conducted the procedure using the same sheath and guide catheter, however he did not notice that both devices were kinked. The physician used a non-bsc guide wire and implanted a 3.5x28mm promus element plus stent in the distal lad. The physician implanted the 3.5x24mm promus element plus stent overlapping the 3.5x28mm promus element plus stent to the mid lad. The balloon catheter of the 3.5x24mm promus element plus stent was used to postdilate both of the stents. While withdrawing the balloon catheter resistance was felt, the catheter kinked and subsequently fractured. As the fracture was located outside of the body the distal portion could be easily removed. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified a shaft break at the port, 26.5cm from the proximal balloon bond. The device was returned without the stent attached and the balloon was full of blood. A visual and microscopic examination also identified severe kinks along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Access was obtain via the femoral artery. The target lesion was located in the severely tortuous and calcified, mid to distal left anterior descending artery (lad). A diagnostic was preformed using a bsc super short sheath and an unknown 4.5 cls guide catheter by a different physician. Then a new physician conducted the procedure using the same sheath and guide catheter, however he did not notice that both devices were kinked. The physician used a non-bsc guide wire and implanted a 3.5x28mm promus element plus stent in the distal lad. The physician implanted the 3.5x24mm promus element plus stent overlapping the 3.5x28mm promus element plus stent to the mid lad. The balloon catheter of the 3.5x24mm promus element plus stent was used to postdilate both of the stents. While withdrawing the balloon catheter resistance was felt, the catheter kinked and subsequently fractured. As the fracture was located outside of the body the distal portion could be easily removed. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.